Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 20 mg/dl while wearing the pod. Symptoms reported include dizziness resulting in a fall and loss of consciousness. The patient was treated IV dextrose and unknown other medications. The patient was released after 3 hours. The pod was removed at the hospital and discarded.